Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 348 mg/dl. Customer had symptom of vomiting, nausea, abdominal pain and difficulty breathing. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was treated with insulin drip and electrolytes. Customer was wearing insulin pump at the time of hospitalization. Caller believed that high blood glucose was caused by a cyst that customer had. Caller also reported that insulin pump received a no delivery alarm. Alarm was not resolved with troubleshooting and caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.